Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9058898 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It has been reported that the bd¿ needle 25x5/8 rb has been found causing an allergic reaction after use. The following has been provided by the initial reporter: it was reported that the consumer is having a reaction after her injections. Consumer reported she is having a reaction after her injections. Stated, reactions have been happening for 8 weeks now and she takes one shot per week. Stated, in the site area, it starts with a "small red bump, turns into a rash that is itchy and hot to the touch, it last for about 3 to 4 days before going away. Stated, her doctor prescribed over the counter "antihistamine" and "topical antihistamines". Stated, she thought it was her medication but her doctor switched it and she's still getting the allergic reaction. Wants to know material are used in needles. Consumer declined replacement for now stated, will probably be going to allergist. Lot: 9058898, ref: 305122, expiration date: 2024-04-30.